Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use of a fusion oxygenator, the customer reported a leak from the arterial line during a water test. There was no contact with blood or priming solution. The device was replaced to complete the procedure. There was no patient involvement so no adverse effect occurred. Medtronic received additional information that the leak appeared during wet check of heater/cooler line. The other lines were not connected. There was no damage noticed on the package or the device.

Manufacturer narrative:
Additional information h6 eval code method (fdm): this code has been updated as additional information was received stating that the device was discarded. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the complaint was not confirmed for the fusion oxygenator's leak from the arterial line. The issue cannot be verified as no device returned for analysis and no picture was provided. Review of this device¿s device history record found no abnormalities or non-conforming material report (ncmrs) initiated during manufacturing that would cause or contribute to the reported event. This device passed all leak testing and inspections during manufacturing. The root cause is unknown. There were no patient/clinical safety issues reported. Trends for issues with this device are monitored. Additional information b5: medtronic received additional information that there was no air seen in the circuit. Additional information section d UDI: the UDI has been added. Correction h8 usage of the device: this field has been updated to initial. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.